Event description:
It was reported to boston scientific corporation in early 2008 that an ultraflex covered ng esophageal stent was used during a stent placement procedure on a male patient performed a week prior (patient age and weight are unknown). According to the complainant, after advancing the stent into the esophagus, they physician was only able to deploy approximately 1cm of the stent. The physician retracted the stent slowly and removed it from the throat. The procedure was completed with another ultraflex covered ng esophageal stent. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "ok."

Manufacturer narrative:
No consequences or impact to patient. Other (partial deployment). A visual and microscopic examination found that the stent was mounted onto the delivery system. It was noted that the stent was partially deployed by approximately 10mm. It was possible to deploy the remainder of the stent by retracting the deployment suture thread with strong resistance. A review of the device history record of the reported lot revealed no anomalies.